Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported leak (gripper lever) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip referenced is being filed under a separate medwatch report number.

Event description:
This report is filed for the leak at the gripper lever cap. It was reported that the first mitraclip delivery system (cds 61208u174) was being prepared for use when the gripper lever cap was leaking. The device was not used. A second cds was prepared without incident and one mitraclip was successfully deployed in the patient reducing mitral regurgitation grade from 4 to 2. A third cds (61026u112) was inserted through the steerable guide catheter (sgc), but when the sgc and cds handles were translated, the cds moved in an irregular direction. The decision was made to remove the cds and sgc. The procedure was completed. It was thought that the devices were mis-keyed, but the alignment markers were confirmed to be aligned during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.